Event description:
It was reported that an extension was replaced at implant. It was stated that "no good" impedance measurement was possible. It was noted that the replacement extension was connected and the system worked "perfectly." The reporter stated that the health care professional (hcp) suspected that the extension was already broken in the package. The patient outcome was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the extension (serial #(B)(4)) found that the proximal end connector was not completely seated in the implantable neurostimulator (ins) connector port. There was an ins setscrew impression on the #1 connector. There was no setscrew impression on the #0 connector. This indicates that the extension was now completely seated in the ins connector port. This extension was able to be inserted into a known good ins connector port without difficulty.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.